Event description:
It was reported that the product got hot during a procedure. A backup unit was available to complete the procedure. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation results require.